Event description:
It was reported that the pt has 2+ central mitral regurgitation after an implant duration of approx 27 months. Reportedly, the pt's tee showed thickening and possible calcification of the margins of two of the leaflets. The pt has experienced shortness of breath. The device has not been explanted.

Manufacturer narrative:
Reportedly, the device has not been explanted. The reported event was reported by the pt. Due to hippa regulations wer are unable to provide the pt name, address and telephone number.